Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a moderately tortuous 90% stenotic lesion in the proximal left anterior descending artery (lad). An asahi sion guide wire was used during stent deployment. During device exchange, the tip of the asahi sion guide wire became entangled with the stent, and significant resistance was felt. When the asahi sion guide wire was twisted under load, the tip separated and was confirmed under x-ray imaging to have dislodged. The wire fragment was immediately retrieved using a snare. Subsequently, an unspecified new guide wire was used, revascularization was performed with stent deployment, and the procedure was completed. It was informed that the patient returned to the ward with stable vital signs and was later discharged, and that no health damage was caused to the patient.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Investigation result: device evaluation could not be performed because the affected device was discarded and not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that twisting stress exceeding the product design limit might have been locally applied to the subject sion guide wire when the device was twisted with force while the distal segment of the guide wire was caught by the deployed stent. Consequently, the guide wire was fractured. Although it was concluded that the reported event was not attributed to product quality, it was concluded that removal of the wire fragment with a snare was a reportable additional treatment CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects]: separation of the guide wire.